Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and the release criteria was checked. After meeting all release criteria, the physician unscrewed the closure device from the core wire of the wds and successfully implanted the device in the laa of the patient. After the device was released, echocardiogram imaging showed that there was a moderate sized pericardial effusion around the right and left ventricles. The patient remained hemodynamically stable and was give protamine. The patient was monitored for ten (10) minutes with no change to the effusion. The physician did not perform any other intervention or treatment at that time. The patient was brought to recovery to continue to be monitored. A transthoracic echocardiogram was performed a few hours post procedure with no changes being noted.